Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer also reported that the computer software does not start when the companion 2 driver is switched on. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.